Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Circular ablation circ loop (model# d-1322-14-si lot# 15827527l). (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a navistar thermocool catheter and suffered acute pneumonia requiring an unspecified medication. Less than 7 days post-procedure, the patient was diagnosed with acute pneumonia. Intervention was an unspecified medication. Patient required extended hospitalization as a result of the adverse event. The issue was resolved without sequelae. The principal investigator assessed this event as moderate in severity, serious, life-threatening, not device-related, and possibly procedure-related. More than 7 days post-procedure, the patient returned to the facility with lung cancer that required medication and a lung biopsy. Patient required hospitalization as a result of this event. The patient died. Principal investigator assessed this event as severe, serious, life-threatening, not device-related, and not procedure-related. The death event was secondary to lung cancer, which was considered to be unrelated to the study device and the procedure.